Event description:
Additional information received indicated that the computed tomography angiogram (cta) concluded mild left ventricular hypertrophy with a hyperdynamic systolic function. The thrombosis of the transcatheter valve was visualized at the level of the non-coronary cusp (ncc) region. Mild bi-atrial enlargement, mild right ventricle enlargement with normal right ventricular function. A fistulous structure within the middle mediastinum superior to the pulmonary artery. The origin and termination could not be assessed.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that regarding the shortness of breath and percutaneous tamponade a ¿large¿ non-bloody effusion was noted. At an unspecified time following the transcatheter valve implant a mean gradient of 37 millimeters of mercury (mm hg) was identified and a velocity of 4.1 with moderate/severe stenosis.

Event description:
Additional information was received that approximately six years, six and a half months after the valve implant, the patient was hospitalized and the valve was surgically explanted and replaced.

Manufacturer narrative:
Updated data: b2. B5. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4 months following the valve implant a transthoracic echocardiogram (tte) identified a atrio-ventricular (av) mean gradient of 51 millimeters of mercury (mm hg) with concern of a possible thrombus. The aspirin was stopped and an anti-coagulant twice daily was started. A chest computed tomography angiogram (cta) was performed 4 days later and confirmed a bioprosthetic av thrombosis. The anticoagulant continued. The physician indicated the event was causal to the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4 months following the valve implant a transthoracic echocardiogram (tte) identified a atrio-ventricular (av) mean gradient of 51 millimeters of mercury (mmhg) with concern of a possible thrombus. The aspirin was stopped, and an anti-coagulant twice daily was started. A chest computed tomography angiogram (cta) was performed 4 days later and confirmed a bioprosthetic av thrombosis. The anticoagulant continued. The physician indicated the event was causal to the valve. No patient complications have been reported as a result of this event. Additional information was reported that prior to the placement of the valve, the baseline tte showed an av mean gradient of 46 mmhg. The valve was implanted at a depth of 2 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) of the native annulus. Following the implant of the valve, aspirinand clopidogrel were utilized as anti-platelet/anticoagulation therapy. The 30-day follow-up tte showed a gradient of 8.0 mmhg.

Manufacturer narrative:
Updated data: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the diagnostic catheterization as result of the chest pain had ruled out a myocardial infarction. A hospital transfer was required for the transcatheter valve intervention. In addition to the transcatheter valve explanted and replacement, the patient received a 26 millimeter (mm) non-medtronic vascular prosthetic graft and a 45 mm left atrial appendage (laa) clip given the history of a transient ischemic attack (tia). Intravenous medication was also administered. Hospital discharge occurred 5 days following admission. Additional information received indicated that nine days following the hospital discharge for the surgical explant and replacement of the transcatheter aortic valve, the patient developed shortness of breath and presented to the emergency department. Hospitalization was required for the dyspnea due to percutaneous tamponade. A percutaneous pericardiocentesis was performed 3 days following hospital admission. The physician indicated the event was possibly related to the study procedure but unrelated to the transcatheter aortic valve. The outcome was not reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previously reported mean gradient of 37 millimeters of mercury (mm hg) and velocity of 4.1 with moderate/severe stenosis was identified via a transthoracic echocardiogram (tte) performed approximately 6 years and 5 months following the valve implant.

Event description:
Additional information received indicated that regarding the shortness of breath and percutaneous tamponade a ¿large¿ non-bloody effusion was noted. At an unspecified time following the transcatheter valve implant a mean gradient of 37 millimeters of mercury (mm hg) was identified and a velocity of 4.1.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient was discharged 6 days after admission for the dyspnea due to percutaneous tamponade event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately (B)(6) following the implant of the transcatheter valve, chest pain developed. An echocardiogram and a diagnostic catheterization were performed. Worsening aortic stenosis was reported. Unspecified treatment was required. An unspecified catheter intervention was performed. The stenosis was reported as unresolved.